Manufacturer narrative:
H3: product analysis: part # nav6640009; lot # ca17g010. Visual inspection confirmed the entire torx tip of instrument has been sheared off optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility(uf) via a manufacturer representative regarding spinal devices used in an unknown spinal therapy. It was reported that the tip of the ball ended driver was stripped. Driver was broken and the tips of the extenders were bent. There was no patient involvement/symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the items were used numerous times.